Event description:
A complaint was received from a customer who believes their batteries are going low. Pt stated that pt sees a rectangular shape on the right hand side of the display. Pt has only had the meter for about a month. The customer also stated that a portion of the display is missing. While on the phone a review of the system was conducted. It appears that the "units" place is missing. A request was made to return the system for eval and in the meantime a replacement unit was provided.